Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in the tubing of a homechoice low recirculation volume apd set with cassette. The pm was further described as a ¿dark spot in the tubing¿. The pm was discovered before patient use during treatment. The patient replaced the set with a new product before continuing with treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information in d10, h3, h6. H10: the device was received for evaluation in an open pouch. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The dark spots reported by the user are embedded particulate matter at the welded cassettes and this is within product specification. An underwater pressure test was performed and no abnormality was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.